Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was vomiting, started sweating and was feeling hot and was feeling unwell in general. The cgm was reading 60 mg/dl and the blood glucose reading was 650 mg/dl. The patient was taken to the hospital and treated there with infusions (meant to be IV medication) and insulin (from pump). At the time of the report the patient was experiencing headache and kidney values were high and he was feeling tired. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. The wearable was inserted into the arm on (B)(6) 2025. On 08/28/2025, it was reported that the patient was vomiting, started sweating and was feeling hot and was feeling unwell in general. No additional patient or event information is available.